Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 3 or more times. The alleged issue could not be resolved with troubleshooting. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 8/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/19/2016 with the following findings: the pump¿s black box and alarm history showed evidence of loss of prime reflected with cs 162 call service warnings due to low non-zero force. During the investigation, the ¿ez-prime¿ steps were performed correctly and there were no cs 162 call service alarms and no errors, alarms or warnings occurred during the investigation. The investigation was unable to duplicate the initial ¿loss of prime¿ complaint. The pump¿s cover was removed and the inspection found no intermittent condition to the force sensor circuit (fs circuit). Unrelated to the initial complaint, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).